Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: battery device, (B)(6) 2019. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the issue related to the ball bearings was due to normal wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the housing of the battery handpiece/modular device was warped, deformed and bent. The device was disassembled, and it was determined that the ball bearings were heavily blocked. It was further determined that as the ball bearings were blocked, the motion could not be transferred; so, the handpiece was not working at all. It was determined that the gear seized, and the device had liquid leak. It was further determined that the device failed pretest for check for leakage, check of free moving and check roundness of housing. It was noted in the service order that during pre-surgery, it was discovered that the battery device was inserted; however, the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.